Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es label printer was not working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by printer issue. The technical support specialist restarted the print spooler and allowed stalled print jobs to purge. Issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.